Manufacturer narrative:
We received your event description for the above mentioned devices and would like to thank you for supporting our post-market surveillance. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information become available, the investigation will be updated.

Event description:
An automatic email notification was received regarding an adverse event that occurred during the dx-af study. Database information was forwarded and is summarized below. The diagnosis/cause was tamponade and was determined to be moderate severity and the symptoms included decrease of blood pressure. The corrective action taken was pericardial puncture. The event resulted in in-patient hospitalization on (B)(6) 2021. The outcome of the event is on-going and the relationship of the adverse event to medical device is not related to the ICD or lead implant but related to the implantation procedure as indicated on the study database. Patient was observed for 24 hours post pericardial puncture and patient was released on (B)(6) 2021.